Event description:
Inspection of a returned intravascular ultrasound (ivus) catheter for a reported lost image event revealed damage to the guidewire exit port. Requests for additional info were initiated and the MFR learned that during a percutaneous coronary intervention procedure, the ivus was imaging in a stented area and became stuck with something. It is unk if intervention was performed to remove the ivus. The procedure was completed with another ivus catheter with no pt complications. Therefore, based on the observation of the returned device as well as additional info provided, the MFR is reporting this event for the possibility that the ivus became stuck in stent upon removal of the device. The MFR has attempted to obtain additional details without success.